Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval confirmed the reported symptom of sys error 105 through the history log, but could not reproduce it. A physical inspection found the motor to be seizing which is a known contributor to sys error 105. A failed motor was replaced.

Event description:
It was reported that a spectrum pump alarmed sys error 105. It was also reported that there was no pt involvement.